Event description:
It was reported that the customer passed away during a severe car accident and while wearing the insulin pump. It was stated that the medical examiner is in possession of the device at the present time for an investigation. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.